Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after an occlusion alarm occurred on the insulin delivery system, which was not addressed and prevented insulin delivery at a subsequent meal; the user later administered 5 units of fiasp by injection. Symptoms included elevated blood glucose exceeding 401 mg/dl without reported ketosis or acute complications. Outcomes included the need for self-treatment with backup insulin and no professional medical intervention or hospitalization. Investigation included review of device logs, user interview, and troubleshooting and education on occlusion management. Investigation of this case revealed an insulin delivery occlusion with user unawareness of required troubleshooting steps and failure to dismiss the occlusion alarm, resulting in missed insulin delivery. It was concluded that the event was related to an occlusion in the insulin pathway and user error in not addressing the alarm, with device function restored following education.